Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the tsw35 was inserted through the trocar and as it was opened the cartridge fell out before firing. The cartridge had to be retrieved. A new cartridge was placed in the original tsw35. The reload fired properly. The surgeon completed the procedure successfully.